Manufacturer narrative:
The report event of high impedance was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Reporter phone number: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed high impedances. Reprogramming was unable to resolved the issue. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was restored post operatively.